Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected onsite and confirmed that the device had generated an error, that indicate a problem with the image processing computer. After performing a functional test, fse discovered that the patient database was most likely full. To resolve the problem, fse exchanged the hard disk, reloaded the operating system, and reinstalled the ippc software. The patient database was also recreated by the fse. After all repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating an issue with the image processing computer, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.